Event description:
It was reported that the device trigger sticks with run on during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device trigger sticks with run on during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.